Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels that were over 500 mg/dl and went to the ER; cause was due to a kinked cannula. Customer addressed bg level by receiving fluids and noltroxen. Customer left the ER with a bg level of 150 mg/dl.